Event description:
I used renu w/moistureloc saline solution for many years. On 6/1/05 I was awakened with eye pain, burning and watering of my left eye. It took 3-4 wks for this condition to be diagnosed. It also took 4 doctors to get to the root of the problem. I was treated 2-4 months after being diagnosed, and was told there would be a possibility that I would need a corneal transplant surgery.